Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable touch screen issue was verified, but the cracked touch screen issue could not be verified; however, a different issue (damaged display) was identified. H3, h10 h3, h10

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 218 mg/dl. The customer reverted to an alternate method in insulin therapy.